Manufacturer narrative:
The customer spoke with technical services over the phone. Technical services talked to the staff over the phone, they are able to correct the issue. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "unit is making a roaring/loud noise" (ambient noise issue). A customer reported the unit was making a roaring/loud noise when it was powered on. The customer attempted to borrow another unit from the facility across the street to complete the cases. Additional information was requested. Additional information was received: the facility reported they were unaware as to how long of a delay was experienced. The customer spoke with a company service representative over the phone and they were able to correct the issue and complete the cases. No patient harm was reported.